Event description:
The recipient reportedly experienced decreased performance over time. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
The external visual inspection revealed that the electrode array was damaged prior to receipt, as well as a slice on the electrode. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The reported complaint of decrease in performance could not be verified during this analysis. The device passed all the tests performed. This older device configuration is not currently manufactured. This is the final report.